Event description:
Invuity photonsaber y - handheld illuminator with aspiration device was connected prior to the start of the procedure. Product was holstered correctly, but the patient sustained a 1 cm blister/burn to the left inner thigh. The area that heated up to cause blister is where the light cord connects to the lighted suction. Another photonsaber was swapped out and used, so the photonsaber that caused the blister was never used during the procedure. With the defective photonsaber, staff were unable to replicate the conditions that led to the heating up of the connection at the base of the handle to the light cord. The light cord was also pulled from the procedure and checked for any malfunction. The light cord was not found to have any issues. FDA safety report ID# (B)(4).